Manufacturer narrative:
(B) (4).

Event description:
The patient had health issues (unspecified) and had not charged the device for 18 months; the device was overdischarged. Two physician mode recharges were performed without success. The antenna locator showed 68-72 and as well as the poor communication screen when attempting to charge. It was further stated that the patient also had a pacemaker and the interference screen kept showing during programming. It was recommended that both devices be programmed to bipolar sensing and that the head of the programmer be extended out and held firmly over the ins. Another physician mode recharge had been done the day before and the patient was sent home to charge. He charged for two hours and thought the device was fully charged but had confused the eight coupling boxes with a full charge. The device was still in an overdischarge state. After another physician mode recharge and charging the battery to 25% an end of life message was displayed. The patient needed a replacement.